Event description:
It was reported that a malfunction alarm occurred. There was no reported impact on the customer's blood glucose level. A replacement pump was arranged by technical support, and the customer will use multiple daily injections as a backup insulin therapy in the meantime.